Event description:
Boston scientific received information that tachycardia therapy for this implantable cardioverter defibrillator (ICD) was programmed to other than monitor plus therapy for an unknown reason.  Attempts at acquiring additional information have been unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that approximately three months later the patient died. Information was received from the clinic that the tachy therapy had previously been programmed off as the patient was on hospice care. No information was received if the device was explanted or if it would be returned.